Manufacturer narrative:
The hakim valve was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined, however, a possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism, as mentionned in the adverse event section of the IFU: "accumulation of biological matter (i.e. Blood, protein accumulations, tissue fragments, etc.) In the programming mechanism can cause inability of the device to be reprogrammed"; or could be due to a kink in the catheter. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported a hakim valve (ID: 823100) was implanted on (B)(6) 2025. A ventricular catheter was inserted 7 cm from the dura mater guided by a neuronavigation. A clear cerebrospinal fluid csf return was observed; however, upon connecting the system, inadequate drainage through the valve was noted, with partial obstruction by debris identified. Due to the issue, the valve was replaced with the same type without complication. There was a 1-hour surgical delay due to the valve obstruction.